Manufacturer narrative:
The instrument was found to have a loose pitch cable at the proximal end. There was no damage found to the pitch cable or the clamping pulley. The screw was not found to lose. A visual inspection of the backend found no evidence of a crack clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The instrument was found to fail imprecise motion. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however, a lag or delay in the motion was observed. Intuitive followed up and obtained additional information. The motion was slow and jerky and not as fluent. The issue occurs with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. There was no failure related to moving the instrument. The instrument moved in the intended direction. There was no stiff movement. The customer grabbed a new instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, surgeon claimed the prograsp forceps instrument was "hard to maneuver" and felt it wasn't moving as desired. The procedure was completed with no reported injury.